Event description:
It was reported that the epidural was inserted and it disconnected. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the catheter and connector were assembled and the connector was in the fully engaged position (closed) upon receipt. Visual inspection also revealed that the returned catheter was severely kinked approximately 1 inch from the assembled connector. Dimensional evaluation was conducted on the returned samples. All dimensions were found to be within specification. While consideration may be made to account for the condition of the used samples prior to testing, the separation of the components during functional testing confirmed the complaint. However, the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI and report source are unknown. No product information has been provided to date.